Event description:
It was reported a pump stall occurred in 2009 due to patient having an MRI. The patient went for a refill and residual volumes were all within normal ranges. The patient's spasms were not being controlled. Event logs noted a stopped pump period exceed occurred 2 days later. The hcp had concerns that the pump may have undergone intermittent motor stalls for some time prior to the MRI. A catheter dye study showed no catheter issues. No rotor study was performed. The device was replaced. The patient recovered without sequela.

Manufacturer narrative:
Some moisture drops were present on the bottom side of the inner cover and in the pump had compartment. The pumphead pins had some discoloration/corrosion on them. No moisture was seen around the motor. All the roller wheels turned freely. Gear wheel 3 had some green corrosion. All the gears were clean and had no shaft wear present. The pump circuit board and battery compartment were very clean with no anomalies. No stall was noted during testing. The pump dispensed normally. Final device analysis revealed no anomaly found - normal device function.